Manufacturer narrative:
The field service engineer checked the cuvette wash station and found one of the rinse tubes was broken which he replaced. He cleaned and adjusted all probes and found a small clot inside the sample probe. The clot in indicated a possible pre-analytical handling issue. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable crep2 creatinine plus ver.2 result from the cobas 6000 c 501 module. The initial result was 1.10 mg/dl and was reported outside of the laboratory. The repeat result was 8.64 mg/dl. The reagent lot number was 534230 with an expiration date of 31-oct-2021.